Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device displays the error message "configuration settings lost." Remote support from the customer care solution was received and it was determined the defibrillator had lost the configuration and it was necessary to reconfigure the defibrillator. The rse sent the procedure to reconfigure the defibrillator to the customer to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with the configuration being lost. The reported problem was confirmed. The rse sent the procedure to reconfigure the defibrillator to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Event description:
It was reported the device showed an error message "configuration parameters lost". Patient involvement is unknown.